Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during automated peritoneal dialysis (apd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient touched the cassette without changing it and continued apd therapy. The day prior to the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal cefazol (dose, frequency, and duration not reported) and intraperitoneal amikasin (dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Nine days after admission, the patient was discharged from the hospital. Twenty one days after the event onset, the patient recovered from the peritonitis event. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.